Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device was unable to sync. Complainant did not indicate that there was pt involvement during the reported malfunction.